Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3093-33, lot # va0syhl, implanted: (B)(6) 2015, product type lead; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3093-33, lot # va0qq37, implanted: (B)(6) 2015, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
A manufacturing representative reported that the patient whose indication for use is gastrointestinal/pelvic floor was having difficulty charging and was mostly able to get no coupling boxes filled in starting in (B)(6) 2015 but had been able to get 2 boxes filled in on (B)(6) 2015. There was a possible flipped device and a x-ray was recommended. The implantable neurostimulator (ins) seemed mobile in the pocket and the extensions were possibly over the ins. An x-ray had not been done to confirm a flipped device. No patient symptoms were reported. An out of regulation (oor) message was seen on the patient programmer when adjusting settings in (B)(6) 2015. The patient was in current mode. It was unknown if the oor had resolved. The patient was programmed at 3-0+ at 2.3 and impedance values were c/0-13740, 0/1-13989, 0/2-14650, 0/3-13989. Further follow-up is being conducted to obtain information about troubleshooting, actions/interventions taken and cause. If additional information is received a supplemental report will be submitted.